Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with wireless telemetry. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) experienced a power on reset (por) and upon interrogation wireless telemetry was no longer available. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported vdd monitor power on reset (por) were confirmed in the device save to disk data. Hybrid analysis demonstrated that the device was fully functional and no new power on reset was generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Hybrid analysis did not identify any anomalies that would account for the power on resets. Battery analysis revealed no internal short in the battery. Backlit images showed uniform lithium utilization across the anode. Nearly complete lithium-severing was noted, but unrelated to multiple power on resets incurred by the device prior to explant. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported vdd monitor power on reset (por) were confirmed in the device save to disk data. Hybrid analysis demonstrated that the device was fully functional and no new por was generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Hybrid analysis did not identify any anomalies that would account for the por. If information is provided in the future, a supplemental report will be issued.